Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was recieved for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study, it was reported that 2 days after a coronary drug eluting stenting treatment procedure, the patient experienced a stent thrombosis (st). The patient presented for treatment with an acute myocardial infarction. The lesion being treated was located in the right coronary artery (rca). A taxus express2 stent was implanted with a good result. Two days later, the patient experienced an st. Cardiac ck-enzyme parameters were persistently by 1500u/l. Clinically the patient was asymptomatic. Stent thrombosis was successfully aspirated, and the flow parameters were significantly better. The patient was sent to intesive care unit and monitored after that. Per the physician, the event was probably related to the device. Additional information has been requested, but is unavailable at this time.